Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was visually and microscopically examined. There was blood present in the shaft of the device. The collar and shaft were fully separated with the polytetrafluoroethylene (ptfe) liner pulled from the collar. No other damages or irregularities were found to the device. Media provided by the site depicts a fully separated shaft and collar with polytetrafluoroethylene (ptfe) visible on the shaft end of the separation. No other issues were identified during the product analysis.

Event description:
It was reported that the catheter broke. The patient presented with chronic total occlusion (cto). The patient's subclavian appeared to be tortuous and the takeoff of the saphenous vein graft (svg) was difficult to engage. The guidezilla guide extension catheter was used to help with engagement in the moderately tortuous and non-calcified svg retrograde to the cto radially. During the procedure, there was difficulty getting a trapper balloon through the guidezilla to trap out a microcatheter. While trying to get the equipment out, the trapper was stuck. The guidezilla broke near the transition collar and the trapper shaft also broke. The balloon was successfully removed and after several techniques were used, the guidezilla was also able to be removed. There was difficulty with the rest of the procedure, so the cto was never completed. No patient complications were reported.

Event description:
It was reported that the catheter broke. The patient presented with chronic total occlusion (cto). The patient's subclavian appeared to be tortuous and the takeoff of the saphenous vein graft (svg) was difficult to engage. The guidezilla guide extension catheter was used to help with engagement in the moderately tortuous and non-calcified svg retrograde to the cto radially. During the procedure, there was difficulty getting a trapper balloon through the guidezilla to trap out a microcatheter. While trying to get the equipment out, the trapper was stuck. The guidezilla broke near the transition collar and the trapper shaft also broke. The balloon was successfully removed and after several techniques were used, the guidezilla was also able to be removed. There was difficulty with the rest of the procedure, so the cto was never completed. No patient complications were reported.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request. Device evaluated by MFR: the device was returned for evaluation. The device was visually and microscopically examined. There was blood present in the shaft of the device. The collar and shaft were fully separated with the polytetrafluoroethylene (ptfe) liner pulled from the collar. No other damages or irregularities were found to the device. Media provided by the site depicts a fully separated shaft and collar with polytetrafluoroethylene (ptfe) visible on the shaft end of the separation. No other issues were identified during the product analysis.

Event description:
It was reported that the catheter broke. The patient presented with chronic total occlusion (cto). The patient's subclavian appeared to be tortuous and the takeoff of the saphenous vein graft (svg) was difficult to engage. The guidezilla guide extension catheter was used to help with engagement in the moderately tortuous and non-calcified svg retrograde to the cto radially. During the procedure, there was difficulty getting a trapper balloon through the guidezilla to trap out a microcatheter. While trying to get the equipment out, the trapper was stuck. The guidezilla broke near the transition collar and the trapper shaft also broke. The balloon was successfully removed and after several techniques were used, the guidezilla was also able to be removed. There was difficulty with the rest of the procedure, so the cto was never completed. No patient complications were reported.